Event description:
It was reported that no disposable pump won't run alarm was experienced. Res vol is 92.5 ml, rate is 2.3 ml/hr, given is 13.55 ml. Bubbles observed. Patient not affected. No additional information available